Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail (air in line error_ fluid ingress/contamination).,replaced rear case ( fluid ingress/contamination). Replaced bezel ( fluid ingress/contamination at the bottom). Replaced liui (no communication when connected to left side bent internal pin).,replaced right iui (rib damage).,replaced discolored membrane. Replaced door cover damage. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the moog ail kit. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device received alarm - error codes / messages, a-I-l error while connected to rh side. No communication when connected to lh side. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device received alarm - error codes / messages, a-I-l error while connected to rh side. No communication when connected to lh side. There was no patient involvement.